Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from a beta cap adapter. This event occurred during use with patient involvement. The minicap transfer set was attached and has been in use for approximately four months. The minicap transfer set was changed out. The patient was prescribed antibiotic prophylaxis. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.